Event description:
It was reported that pump declared cartridge change error and caller was unable to complete cartridge loading process. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, attempted to reattach and load cartridge, completed new cartridge fill, and was then referred for escalated troubleshooting due to continued inability to load cartridge. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.